Manufacturer narrative:
Follow-up #1 date of submission: 04/05/2016 . Device evaluation: the pump has been returned and evaluated by product analysis on 03/28/2016 with the following findings: during testing, a green line was observed running through the display. A test display was installed and displayed properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that there was a line running through the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.